Event description:
A customer reported a missing low alarm issue with the abbott diabetes care (adc) device in use with an iphone 11 with ios operating system version 18.5. The customer reported that their app failed to alarm with the sensor therefore, the customer was not alerted of changes in their glucose levels and experienced symptoms of glycemia such as seizure and lost consciousness. The customer was unable to self-treat and received toast from a non-healthcare professional. After an unspecified amount of time, the non-healthcare professional called emergency services (999). Upon arrival, healthcare professionals (emts) administered glucose gel to the customer for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported low alarms. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the operating system and app version restricts the ability to identify potential causes of the customer's reported issue. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a missing low alarm issue with the abbott diabetes care (adc) device in use with an iphone (unknown model) with ios operating system version 18.5. The customer reported that their app failed to alarm with the sensor therefore, the customer was not alerted of changes in their glucose levels and experienced symptoms of glycemia such as seizure and lost consciousness. The customer was unable to self-treat and received toast from a non-healthcare professional. After an unspecified amount of time, the non-healthcare professional called emergency services (999). Upon arrival, healthcare professionals (emts) administered glucose gel to the customer for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. B5 - describe event or problem: updated narrative. D4 - model #: updated us ios model #. An investigation was performed for the reported complaint. The customer reported low alarms. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the operating system and app version restricts the ability to identify potential causes of the customer's reported issue. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.